Event description:
The patient was implanted with a left ventricular device. Approximately 2.5 years post-implant, the patient reported ¿battery disconnect¿ alarms while he was supported by the power module or with batteries. The system controller was exchanged per the manufacturer¿s instructions for use and the patient remains on lvad support.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and the reported event was confirmed. During analysis, movement of the white power lead resulted in pump stoppages and alarms, including a power cable disconnect alarm. Upon further investigation, the white power lead was stripped at the connector end, and the brown and red/white wires were confirmed to be broken. A review of the device history records showed no deviations from manufacturing or qa specifications. This situation has been addressed through the manufacturer¿s corrective preventative action system and an urgent medical device correction notice (2916596/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.